Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Investigation conclusion: the investigation was not able to confirm what customer had experienced as no sample/picture was returned for investigation. End user risk assessment severity per p-eura, (B)(4) for catheter broke / separated before placement is limited (s2) based on the total number of similar complaints received, occurrence: = (1 / 113,400) x 1,000,000, = 8.818 ipm which is remote (o2). The risk is acceptable per (B)(4). Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the manufacturing of the batch. If samples are received in the future the complaint will be re-opened and re-investigated. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that the bd insyte¿ IV catheter broke from the hub before use. The following information was provided by the initial reporter: "a nurse in ER department found the catheter of insyte was broken before it was used (the cannula was found rupture just after the cover was opened)."